Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the interstim was not working. Patient tried to increase stim and did not feel stim. She did not know how high stim goes. She was on 2v and increased to 3.1v but still did not feel anything. Patient indicated she was not getting 50% or greater symptom relief. During the call, patient increased stim to 3.2 and confirmed stim was too strong. Patient decreased stim to 2.5v and confirmed stim was comfortable. It was noticed that patient got poor communication screen during troubleshooting but was able to communicate with the implant. The event occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.